Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during use, during dwell 4 of 4. The customer contacted a baxter?s technical service representative (tsr) regarding the alarm. The tsr explained the alarm and per the caregiver (cg) the home patient (hp) did not disconnect and there were no leaks or unused lines open. The tsr assisted the cg to cycle the power to se 2367 (fail safe shut down) and assisted cg to end therapy. The tsr advised the cg to let the patient's pd nurse (pdn) know about the alarm. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.